Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Complaint reporter name: unknown/not provided. (B)(4). Device evaluation: the returned product was received at site on (B)(6) 2020 with original packaging component (folding carton) and device pcb00. The plunger and push rod were observed in advance position. Viscoelastic residues were observed in cartridge, no damage to the cartridge was observed. But no lens was returned. There was no quality issue reported against the lens. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was inserted into the patient's right eye (od), but then was noted that patient had fragile capsule and there was a capsule tear. The doctor had to remove the iol and the incision was enlarged and an iol was placed in the sulcus. The procedure was completed using a model za9003 20.5 diopter lens. It was stated that the patient recovered and that the suspect product will be returned. No other information was provided.